Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during dwell 5 of 7. The technical service representative (tsr) advised to discard supplies and finish with manuals. The probable cause was air in set. This is being reported against the cassette. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).